Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer inspected the ventilator, including all printed circuit boards, connections, battery compartment and replaced the battery pack. The ventilator passed all testing per manufacturer specifications and was returned to the customer. One battery pack was received by medtronic for analysis. The battery pack showed signs of damage and discoloring of the connector. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 980 ventilator had generated a bd (breath delivery) extended battery alert/message. The patient was removed from the ventilator and placed on an alternate ventilator without harm. Additionally, it was reported that the external battery had thermal damage and a burnt smell.